Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the PICC was inserted using siterite 8 3cg technology. Confirmed in correct position using technology and 2 days later found in azygous vein on CT. Additional information received (B)(6) 2024: it was reported the patient has to go for another PICC insertion to complete treatment. No other information was provided.